Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (friable posterior leaflet) contributed to the reported slda; and thus resulting in a tear of the posterior leaflet. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed as the clip detached from the posterior leaflet and remained attached to the anterior leaflet, with tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with a friable posterior leaflet. Two mitraclips were successfully implanted. A mitraclip xtr was advanced and deployed, however, a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet, resulting in a tear of the posterior leaflet. A fourth clip was implanted to stabilize the slda, reducing mr to 3+. In the physician's opinion, the slda was due to pre-existing patient anatomy of friable posterior leaflet. The patient will be evaluated for a possible surgical intervention. There was no clinically significant delay in the procedure. No additional information was provided.